Event description:
While wearing the external equipment, the pt reportedly experienced a decreased in performance and sound quality issues. The pt was seen at the center. Programming adjustments were made. Hwoever, the problem was not resolved. A decision was made to explant the pt's device. Surgery to explant the pt's c1 device has been scheduled.